Event description:
It was reported that a user working with a trainer experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, despite the dexcom mobile application showing glucose readings and after guidance to toggle settings and re-enter the sensor code. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included user-level troubleshooting and education focused on correct cgm selection within the ilet and sensor code entry. Investigation of this case revealed a communication or compatibility issue limited to pairing between the ilet and the dexcom g7, with no indicated malfunction of the sensor or the ilet hardware beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration error or an intermittent communication issue during pairing.

Manufacturer narrative:
Initial.